Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. Additional information received indicates that the deployer¿s mynx training status used well. The product was stored properly according to the instructions for use (IFU). The patient has no relevant medical history. Used non-cordis sheath introducer. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than to 5 mm in diameter. There was little vessel tortuosity. The balloon lose pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lose pressure upon inflation, at the 1st stop. There was no visible damage in distal end of the sheath after removal. There was of presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved using another device. The patient's hospitalization did not extend as a result of the event. The patient recovered. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1918902) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) was ruptured. There was no reported patient injury.

Manufacturer narrative:
After further review of additional information received the following premarket identification, type of report, follow up type, device evaluated by MFR and adverse event problem have been updated accordingly. The balloon of a 6f/7f mynxgrip vascular closure device (vcd) was ruptured during use in the patient. There was no reported patient injury. The deployer was mynx certified. The product was stored properly according to the instructions for use (IFU). A non-cordis sheath introducer was used. The vessel type was arterial. The vessel diameter was verified to be greater than to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was little vessel tortuosity. There was presence of pvd (peripheral vascular disease ) / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon loss of pressure occurred upon inflation at the 1st stop. There was no visible damage in the distal end of the sheath after removal. Hemostasis was achieved using another device. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The syringe was not connected to the device. The sealant and advancer tube were observed to have been in the manufacturing position. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water and a leak in the balloon was revealed. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 3.5 mm from the balloon proximal neck was revealed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the balloon loos of pressure could not be conclusively determined. Vessel characteristics, such as pvd and calcium, may have contributed to the reported event, as calcium is known to cause damage to balloons. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.